Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is doing well. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The MRI bandaging protocol was not followed. On (B)(6) 2019, the recipient's magnet was replaced.

Manufacturer narrative:
The magnet was received at the company on january 21, 2020 and is undergoing analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted magnet passed the visual examination. The device passed the gauss measurement. The magnet passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.